Manufacturer narrative:
Additionally, the IFU states the following: failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. Compliance with device sizing recommendations is critical to optimal performance of the device. The intended aortic neck treatment diameters for the device implanted in this patient are 31mm ¿ 37mm.

Event description:
It was reported that the patient's proximal landing zone diameter ranged 78mm - 80mm and the distal landing zone diameter ranged 41mm-43mm. On (B)(6) 2015, the patient underwent reintervention for treatment of a distal type I endoleak and an additional conformable gore tag thoracic endoprosthesis (tge454515/13396347) was implanted to extend coverage. The patient tolerated the procedure with no reported complications and the endoleak was resolved.

Manufacturer narrative:
Patient medications include but are not limited to: metoprolol succinate, acetylsalicylsäure, enalapril, pantoprozol, simvastatin, acetylcystein.

Event description:
On (B)(6) 2010, the patient underwent initial endovascular treatment.

Manufacturer narrative:
According to the instructions for use for the gore® tag® thoracic endoprosthesis, potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, the patient underwent reintervention of a previous endovascular tevar procedure with gore devices. A conformable gore tag thoracic endoprosthesis (tge454515/13396347) was implanted to extend coverage and repair a type I endoleak. The item and lot numbers for the originally implanted devices have been requested.

Manufacturer narrative:
UDI: ((B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications images were provided to gore, but did not allow for evaluation in regards to the event.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for a thoracic aortic aneurysm measuring 80mm in diameter and was implanted with a gore tag thoracic endoprosthesis. The patient tolerated the procedure with no reported complications or endoleak. On (B)(6) 2015, the patient underwent reintervention for treatment of a distal type I endoleak. The patient tolerated the procedure with no reported complications and the endoleak was resolved.